Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction, urge incontinence. It was reported that "patient said they have been in touch with their doctor and have gone to visit a couple of times. They saw the doctor about a month ago or a couple of months ago. The patient said for a couple of months, they've been having issues of pain from the site of the implant, it was painful when the doctor pushed on it. Pt said their whole leg goes numb and they think it is impinging on a nerve because they had that happen one other time a few years ago and it had to be removed right away. This one is on the left side. The patient said at first someone was trying to say it was sciatica; it was not. They know it is not coming from their back; it is coming from the implant area. Pt said they have turned therapy off and left it off for a couple of weeks, and they did not see any difference. Patient said they think it is turned back on now and they would like it to be off. Patient asked if medtronic could help them turn therapy off remotely. Reviewed that it is not possible; equipment must be used hands-on. The patient mentioned unrelated medical history. This included patient said they have been trying to see their doctor, but the earliest appointment they can get is (B)(6) 2026, and they are double-checking with the other office, and someone is supposed to call them back. Pt said they are considering device removal.